Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the second screw, a beep sound was emitted and the camera icon displayed as an x. The reference nor the pointer was no longer recognized, and it was restored after waiting for a while, and the device could be used normally during the third screw. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Logs were reviewed and captured two sessions on the date of issue. It was observed from the logs that the site used automatic registration to register the patient and enter into the navigation task. Logs captured multiple triggers for the localizer updates after the user entered the navigate task however, localization started back within three seconds of the trigger. Generally, the system expects one trigger during the initialization of the application to check the firmware compatibility with the hardware version used. However, this behavior was not observed in the other sessions on the date of the issue. Logs did not provide the root cause of the multiple update triggers and provided insufficient information to determine whether a software anomaly contributed to the reported behavior. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot #: 2.1.0 ; product ID: 9733437. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.